Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had called to inquire about MRI compatibility for an upcoming MRI. Patient services reviewed MRI c ompatibility and walked the patient through connecting to their settings. When they connected, they saw a por message on their handset. Patient services attempted to ask the patient if they recalled when they last charged if the ins had been depleted when they charged it up but the patient replied "my husband as soon as he finishes, he puts it back on the dock." The patient was unable to clarify whether the por had occurred as a result of the ins depleting before they charged it. The patient was able to dismiss the por message and turn their stimulation back on. Patient services then walked the patient through successfully activating their MRI mode.